Manufacturer narrative:
The device eval is not yet complete. A follow up report will be submitted when eval is complete.

Event description:
Welch allyn customer reported loss of communication between pt monitors and acuity central station. The customer stated that acuity alerted them of this issue by displaying "check network" alert message as designed. Welch allyn technical support remotely evaluated the system. It was determined that cisco ethernet switch stopped responding and needed to be reset. Welch allyn technical support provided reset intersections to the customer. Customer's it department reset the cisco ethernet switch, which restored normal operation. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.